Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10: section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone for malignant pain and spine/back. It was reported that the patient had been experiencing connection lag issue, it took 10 minutes to get it work. When asked about event date, the patient stated it started 2-3 months and was getting worse. Data was reviewed and the patient was assisted with deleting the data. The patient was able to connect to the pump with no lag. The patient would call back when they need further assistance.